Event description:
Covidien received info stating that the pt circuit was dislodged from the pt and ventilator did not alarm. Pt's saturation dropped from 90 to nearly 60 percent temporarily. No pt harmed or injured as a result of the event. The info received indicates ventilator worked as intended as the alarm settings were set to 0.